Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with the valve 5 months ago. It was stated there had been some issues, but they were trying to live with them.